Manufacturer narrative:
The device was received for evaluation. Visual inspection with naked eye and magnification was performed with no obvious defects noted. Functional leak testing was performed and a leak from the spike port cap was noted. The reported condition was verified. The cause of the reported condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml exactamix eva tpn bag had leaked from the administration port. This event occurred after filling the device with an unspecified solution. There was no patient involvement. No additional information is available.